Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion test, occlusion test, priming test and excessive no delivery test. There was no excessive no delivery alarm on the insulin pump. The motor passed the motor test and there was no motor error alarm. The drive support disk was inspected and no anomaly was present. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading went as high as 450 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.